Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2024-00206 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes, (B)(4) tubes flew off the hub (tube push-off). There was no report of impact on the patient or user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes, 18 tubes flew off the hub (tube push-off). There was no report of impact on the patient or user.